Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with the scd express sleeve. The customer reports that a pt had bad skin breakdown due to scd garment. The customer reports that they feel the garments were digging into the pts' skin behind the knee and that the garments might have been too tight to begin with. Bruising lines on the pts' legs where the leg sleeves were on the legs were noted.

Manufacturer narrative:
Submit date: 05/27/2008. An investigation is currently underway upon completion, the results will be forwarded.